Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that "the fan is running on maximum level all the time and no picture from this tc201. No negative impact in state of health reported.

Manufacturer narrative:
Result of investigation: during the manufacturer's technical inspection, the error description provided by the customer "there is no image" was confirmed. No further defects were detected. The software was not up to date. Based on the defects found during the technical inspection it is concluded that the most likely cause for the described error is "failure of a fpga component within the control board". Consequently, the entire product failed and no image were displayed. According to the IFU visual as well as functionality should always be checked before and after every use to avoid injuries and damages to the product. The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints, no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).